Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an lead integrity alert (lia) for high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). It was noted that the lead impedance was fluctuating to occasionally high values. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal ring rust/corrosion/green in trifurcation. If information is provided in the future, a supplemental report will be issued.